Event description:
Complainant alleged that while attempting to monitor (B)(6) female pt, the devices display blanked out. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.